Manufacturer narrative:
(B)(4). The associated complaint device was returned and evaluated. The visual inspection of the returned devices confirms the stated failure that the plate has fractured in half. A peri-loc plate and (B)(4) screws were returned. A review of the complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation was performed by our research lab and it was concluded that the peri-loc plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the plate was unable to bear the imposed patient loading. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to: application of tensile or torsional loads in excess of the material's strength, non-union or mal-union of the bone, excessive patient activity levels prior to full bone union, and/or poor bone quality. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision was performed due to a broken plate.